Event description:
A green cable error was received during initialization of the probe. The cables were checked and when they removed the green cable from the control module the dc adapter broke off into the cable. The case was completed using another control module. The device was returned for service.